Event description:
On an unk date, this pt underwent an open repair with a non-gore device to treat a juxtarenal abdominal aneurysm. On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm and bilateral common iliac aneurysms. It was reported the pt's proximal left common iliac artery, which was used for advancement of the sheath, was tortuous and stenotic. A gore excluder aaa endoprosthesis featuring c3 delivery system was reportedly landed inside the initial graft and deployed with contralateral gate oriented anteriorly. It was reported the physician was unable to cannulate the gate in this position and proximally constrained the device, rotating it 90 degrees to a true anatomic position. The gate was cannulated, and the gate was cannulated, and a contralateral leg component was advanced through the sheath for insertion into the gate, but the catheter met with residence. The physician reportedly pulled the device back while turning the catheter 180 degrees, charging the orientation of the wire inside the gate. An attempt was made to re-advance the device, but the device would not advance further. It was reported fluoroscopy was stopped with the undeployed device inside the pt. When the fluoroscopy imaging was turned back on, the contralateral limb reportedly appeared to have deployed, covering the left hypogastric artery and leaving a gap, approx .5 cm, between the contralateral limb and the gate. After the delivery catheter of the pxc14100 was removed from the pt, a second contralateral leg component was inserted, but it would not advance. A foreign object was reportedly identified on fluoroscopy. It was reported that after examination of the discarded pxc14100, the proximal olive had broken off inside the pt and was inhibiting the pxc141200 from advancing. A gooseneck snare catheter was used to retrieve the detached proximal olive from the pt. The sheath and dilator were then reinserted into the pxc14100 up into the contralateral gate, and the pxc141200 was implanted and deployed without issue. An internal to external artery bypass was also done due to the left hypogastric being covered. The right hypogastric was previously coiled. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use, do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. According to the gore excluder aaa endoprosthesis instructions for use (IFU), do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur.